Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product status, and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a patient was implanted in an unknown eye with a xen 45 gel stent was initially doing well, but ultimately developed endophthalmitis as they were "growing strep mitis". The healthcare professional used mmc. At cam pod 4" for this. Device remains implanted.